Manufacturer narrative:
Patient information will be provided in a follow-up report. One csc14 cardioplegia set was received at sorin group USA for evaluation. The visual inspection found a slit in the cardioplegia raceway tubing. Pressure testing revealed a leak at this site. The sorin representative reported that the perfusionist stated the pump rollers were over-occluded. This type of damage is indicative of over-occlusion. With the proper use of appropriately sized tubing inserts, combined with the correct method of line installation into the roller pump and proper occlusion techniques, this tubing has been shown to perform well beyond expected normal use. The csc14 blood cardioplegia system instructions for use states to use proper occlusion. No further action is deemed necessary.

Event description:
The perfusionist reported that during the procedure, the cardioplegia pump tubing was damaged. There was no patient injury.